Event description:
Customer reported no delivery alarms on her insulin pump. She changed out her insulin set and is trying to prime her insulin pump. As soon as the piston hits the reservoir, it says no delivery. Customer's blood glucose is 245 mg/dl. Customer was advised to do a complete set change and monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.